Event description:
Customer is reporting high background and normal signal strength in multiple lots of secore kits a, b, c, and drb1. This would result in a no type. Customer complaint was reported to MFR rep. Secore c locus sequencing kit, catalog #5320025, lot #1183024 has been identified in the complaint as having this problem. ((B)(4)).

Manufacturer narrative:
Secore c locus sequencing kit, catalog #5320025, lot #1183024 is on-going.